Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump keeps failing accuracy tests. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with scratched lens and the tamper seals missing. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated/verified.?running three accuracy tests the pump was found to be within the manufacturing specifications. No fault was found with the device. No repair was needed. The root cause of the reported problem was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.this remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.